Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and the coil winds were offset. Conclusions: evaluation of the returned device revealed that the smart coil¿s embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as this may occur. While advancing the returned smart coil through the demonstration microcatheter, resistance was encountered as the offset coil winds entered the proximal shaft of the microcatheter and the smart coil could not be advanced any further. The offset coil winds likely contributed to the resistance during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils). During the procedure, the physician placed a stent device in the target vessel using a non-penumbra microcatheter, then placed one smart coil and 17 other coils. While attempting to advance a new smart coil into the microcatheter, the physician experienced resistance at the hub of the microcatheter; therefore, the smart coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.